Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net exhibiting backup vvi operation. The patient was brought into the clinic for further evaluation. Review of the backup status report indicated the bvvi was caused by an event queue overflow. After software download via engineering test page, normal device function resumed.